Event description:
Complainant alleged that while attempting to monitor a patient in cardiac arrest, (age & gender unknown) the device inappropriately displayed an "ECG lead off" message. The clinician checked all connections and replaced ECG electrodes, without success. Complainant indicated that the clinician obtained another device to continue treating the patient. The patient subsequently expired.